Event description:
Reaming with 8 mm trial stem; a full humeral spiral fracture occurred in pt's limb. Fracture was intra-operatively treated with a single cerclage wire and a 10 mm stem was implanted in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.